Manufacturer narrative:
Service representatives provided a replacement telepack.

Event description:
Customer reported a failed panorama telepack which may have resulted in a loss of monitoring. No patient injury was reported.